Event description:
It was reported that an x-ray revealed dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the lead. The patient is recovering after the procedure.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and was clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the connector pin. The helix could be fully extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.